Event description:
It was reported that during an initial implant procedure, the device experienced a loss of bluetooth (ble) telemetry. The device was reinterrogated using ble and implanted successfully. The patient was stable.